Event description:
The surgeon reported that one day after cataract surgery with implantation of the istent, the patient presented with mild corneal edema, significant anterior chamber reaction, and hypotony (intraocular pressure was 3 mmhg). The pupil was observed to be normal and the surgeon discontinued one of the glaucoma medications. Per the company representative who was present during surgery, the surgeon inadvertently dropped the stent in the eye twice and reacquired before implanting the stent. The postoperative dilated exam on (B)(6) 2014 showed no choroidal detachment and the intraocular lens is fine; the patient's iop remained at 3 mmhg. At this visit, the surgeon discontinued the latanoprost, increased the steroid eye drops, and is keeping the patient dilated. On (B)(6) 2014, the patient worsened and later that week his iop increased to 40 mmhg and a paracentesis was performed. The surgeon consulted with the medical monitor regarding this case and they suspect that during the initial surgery a cyclodialysis cleft may have inadvertently been created (causing hypotony) and now may have closed spontaneously (causing the iop to increase). The patient did not have any significant visual field defect preoperatively so the iop will be managed with medication unless surgical intervention is warranted. Additional information has been requested.

Manufacturer narrative:
The stent remains in the patient and is not available for evaluation. Additional information has been requested from the surgeon, but no device identifiers have been provided at this time. Hypotony, elevated iop, corneal edema, hyphema, and cyclodialysis cleft are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).